Manufacturer narrative:
Zoll has not yet received the zoll catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during patient treatment a leak was observed after 4 days. The patient was female, (B)(6) who was hospitalized for a head injury and neuro fever. The patient's history included sah (subarachnoid hemorrhage) s/p ruptured aneurysm and cardiac arrest. Blood coagulopathy results were available prior to initiation of therapy. The zoll ivtm catheter was placed into subclavian vein and it is unknown if insertion was difficult or smooth. The patient temperature before therapy was 36 degrees celsius .the desired target temperature for the patient was 37 degrees celsius. The target temperature set point on the console was also 37.0 degrees celsius. Rate of cooling/warming was 0.2 degrees celsius. The bladder temperature probe was performed on the patient. The dwell time of the zoll catheter at the time of the observed leak, was 4 days. At this time the staff observed fluid leaking from the insertion site. The fluid leaking was observed immediately after the morning CT scan. However it appeared to have been leaking since the night before. There was a piece of gauze located under the dressing that was oozing. The amount of saline in the bag was at the correct level and balloon was not noted to be leaking. It was noted that the insertion site was bulging while propofol was being infused. The IV infusions were stopped however the treatment was continued for a short period. Within a few hours the solex was removed and replaced with a zoll icy catheter in the femoral vein and the treatment was continued. The patient was also on the arctic sun cooling device, both being used at the same time. The patient's health status at the time of the report was improving. No additional information was provided. Note: training was completed one week prior to this event. Zoll clinical specialist will discuss follow up training, with the customer.